Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient received a new lead. When the lead was connected to the ins, the impedances were measured outside the pocket. The impedance values were all good in normal range (around 800 ohm). However, when the neurostimulator was placed in the pocket and the impedances were measured again all impedance values increased to around 4000 ohm. The lead was already tightened inside the ins. It was tried to change the lead to the other socket in the header, but gave the same results. It was tried to reconnect the lead in the ins and to make sure that the lead was properly inserted/aligned in the header. However, the impedance values remained the same. The lead remained implanted and connected to the ins. Programming seemed to be possible and effective therapy could be programmed. No symptoms were reported. Additional information was received. It was reported that they had received the new lead because it was a replacement of the lead due to high impedances, probably caused by a fall. The lead that was replaced was explanted on (B)(6) 2025. Just one lead, and only the lead was replaced then. The same ins was in use with the old lead. The root cause of the high impedance was not determined. It was reported that the issue was not resolved when the lead was replaced since the impedances outside the pocket were fine (800), but when the lead was placed inside the pocket, the impedances were high again (4000). The customer was asked to return the lead that was replaced, but it has not been returned and the replaced lead is lost while the newly implanted lead is still in use. The information has been confirmed / provided by the physician.

Manufacturer narrative:
G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was unknown when the high impedances first started. It was speculation that the high impedances were due to a fall. The cause of the high impedances was unknown. No additional actions will be taken. The high impedances did not resolve but it was possible to program the patient.

Manufacturer narrative:
Correction: the original aware date was (B)(6) 2025 instead of 2025-mar-17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue with high lead impedance was identified on (B)(6) "during the or". The manufacturer representative (rep) reported this the same moment to technical services. The incorrect date previously mentioned was due to a mistake on the rep's part when checking their agenda after receiving the inquiry. The rep mistakenly noted the "date of a prior or" at this hospital instead of the correct one on april 14th. The rep noted "to be clear: the discovery was made on (B)(6) and reported immediately through the appropriate channel. Please disregard the earlier incorrect date."